Event description:
Additional information received on 03oct2022 indicated that the reported pump exchange did not occur, as submitted log files from (B)(6) 2022 showed the patient operating on the allegedly exchanged pump.

Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event cannot be conclusively determined. The patient later received a pump exchange on (B)(6) 2022 due to chronic driveline infection, and the device was not returned for evaluation, as reported under MFR #: 2916596-2022-13453.the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications.the introduction section of heartmate 3 lvas instructions for use (IFU) (rev. C) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event,

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 years 10 months 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2019 followed by a two week course of antibiotics. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event cannot be conclusively determined. The heartmate 3 lvas instructions for use lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019 followed by a two week course of antibiotics. Additional information was requested but not provided.